Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 487 mg/dl. The customer¿s current blood glucose value was 481 mg/dl. The customer did not provide information about symptoms and treatment. The customer had issue with insulin pump. The customer was trying to give herself an insulin when she saw the message finish loading message. The customer was able to complete rewind the insulin pump. The customer reported broken hinge. The insulin pump will not be returned for analysis.